Event description:
Customer called to report the pump's reservoir was leaking behind the o-rings. It stated that it was happening with different reservoirs. Reserviors did not look malformed. Bgs were treated with a manual injection.